Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high on the non-coronary cusp resulting in moderate aortic insufficiency and paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and a second transcatheter bioprosthetic valve was implanted, resolving the pvl. However, moderate central aortic regurgitation remained. No treatment was prescribed and no additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the reported high positioning of the valve during implant. However, the exact implant depth was not provided. Optimal placement of the device, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Without return of the product or procedural video images, a conclusive cause could not be determined from the limited information available.